Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the competitor guidewire became knotted at the distal end of the leadwire. When the guidewire was pulled out, the knot got stuck at the tip of the lead. The physician was concerned that the leadwire may have been damaged and decided to remove the lead and replace it with a new leadwire. No patient complications have been reported as a result of this event.